Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was oversensing ventricular activity, as observed in a stored atrial tachy response (atr) episode. Also, p-wave amplitudes were variable between 0.5-6.2mv. An email was sent to the clinic recommending further review of the patient and ra lead. No adverse patient effects were reported. The lead remains implanted and in service.